Event description:
Revision surgery - due to the cup being loose. There was zero bone in growth on the shell when the cup, liner and head were removed. The surgeon replaced them with a djo head and a zimmer cup and liner.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 15.7 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the device loosening. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause for the device loosening was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.